Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event. The device involved in this event is not distributed in the USA, therefore 510k is not applicable.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "led is on before lighting up the lamp" involving pentax model ec38-i10cf2/serial (B)(4). No further information was provided at the time of the report. The device was returned to pentax medical (B)(4) service workshop where the following was confirmed: led disappearing and appearing by moving the segment.